Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, post-paced t-wave oversensing was observed on the device. Technical support was contacted, and provided programming recommendations. The device was successfully reprogrammed, and the patient was stable with no adverse consequences.